Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue. The reporter stated that there was damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the audio bolus button was torn, and moisture was found on the internal components of the pump. The display screen was blank and the pump was found to be stuck in a continuous reboot cycle. The pump's idle current draw not within specifications.